Event description:
Customer reported an incident where pt flow rate display did not correlate between screens during treatment with no error codes. Customer additionally reported that they were unable to adjust fluid removal rate below 130, regardless of what rate they attempted to adjust to, the machine screen reported an add'l factor of 130. The pt was removed from the machine without injury on consequence. No blood loss reported.